Event description:
It was reported that the nurse went to the pt's home to refill the pump. The pt was on baclofen 2000 mcg/ml at a dose of 791.3 mcg/day. The nurse added morphine as a secondary drug at 0.2 mg/ml. The programmer then "kicked up" the dose (by itself) to 1997.8 mcg/day baclofen and 0.19978 mg/day of morphine. It should have been a dose of baclofen of 791.3 mcg/day baclofen and 0.07913 mg/day morphine. It was reviewed that when changing anything in the drug screen, the dosing info is wiped out and required to re-enter. Based on this pump's cal constant of 121, that if the concentration was entered in the dose field as 2000, this would round the dose to 1997.8/day. This was confirmed with pump set to a cal constant of 121. All info points to the dose incorrectly entered as 2000 mcg instead of 791.3 mcg. No pt symptoms, treatment, or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).